Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was observed that the patient's implantable cardioverter defibrillator (ICD) was in backup vvi (bvvi). It was determined that the bvvi was cause by event queue overflow. The ICD was reprogrammed. The patient had no reported symptoms.